Event description:
The customer reported that the fiber cap became burnt during prostate treatment. The joule count when this event occurred was not reported. No patient injury was reported. The patient outcome was reported as "fine". The procedure was completed with a second fiber.

Manufacturer narrative:
The device was subsequently returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was intact and attached, however, the fiber cap was charred and drilled through. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.